Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer did not complete the necessary steps to remove air from the cartridge, and technical support educated the customer on proper air removal. The customer declined to load a new cartridge and decided instead to continue using the current one for insulin therapy.